Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient on their e-module. The patient's first sample had a tpsa result of 0.12 ng/ml and a fpsa result of 0.7 ng/ml. The customer stated they did not have any further information regarding these results. Information on whether the results were reported outside the laboratory or the patient was adversely affected by the first event was requested but not provided. On (B)(6) 2014, a second sample was tested and the patient's tpsa result was 0.081 ng/ml and the fpsa result was 0.624 ng/ml. The customer stated both tests were initially reported, but not questioned by the physician. A note was later attached to the initial report. On (B)(6) 2014, the second sample was repeated and the tpsa result was 0.058 ng/ml and fpsa result was 0.441 ng/ml. On (B)(6) 2014, the second sample was pre-treated to bind the hama and repeated again. The tpsa result was 0.062 ng/ml and the fpsa result was 0.419 ng/ml. The patient was not adversely affected by the second event. The tpsa and fpsa reagent lot numbers and expiration dates from the first event was requested but not provided. The tpsa reagent lot number from the second event was 17496001 and the expiration date was 02/28/2015. The fpsa reagent lot number from the second event was 17462404 and the expiration date was 02/28/2015. The customer declined a service visit.

Manufacturer narrative:
The customer provided 300 ul of the patient's sample for investigation. The sample was tested on a centaur analyzer with the following results: psa = 0.29 ng/ml free psa < 0.07 ng/ml cpsa = 0.11 ng/ml due to the low volume of sample submitted for investigation it was not possible to perform an interference analysis. The investigation was unable to determine a root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.